Manufacturer narrative:
The reported events intermittent loss of capture and high pacing impedance were not confirmed. As received, complete lead was returned in one piece. The helix was partially extended and clogged with blood/tissue. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray inspections of the lead did not find any anomalies except for procedural damage.

Event description:
It was reported that the patient presented for an implant procedure. It was noted that the right ventricular (rv) lead exhibited high pacing impedance during repeated testing in the implantation process and intermittent loss of capture post-procedure. The lead was explanted and replaced on the same day. The patient remained in stable condition.